Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic surgery, the endoscopic image disappeared and retuned to normal after a while. The user continued to use the subject device, and completed the procedure. This phenomenon had occurred in other procedures. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc was unable to reproduce the reported phenomenon, but confirmed that the scope communication error (e216) occurred as a result of analysis of the error log stored in the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. As the error e216 occurred, omsc surmised that the reported phenomenon was attributed to the video signal been interrupted causing communication error with the endoscope. Possible causes of communication error were as follows; - dirt on the electrical contacts of the video connector causing failure of contact between the subject device and the endoscope. - temporary malfunction of the printed circuit board which has a function to detect the endoscope, causing the communication error.